Manufacturer narrative:
The complaint device is not returned and therefore not available for a physical evaluation. From the description provided, it appears as though the device had been misused and appropriate safety protocols were not followed. Other then this, a root cause cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. No further harm was reported to the user and therefore, based on the low occurrence rate of this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that when inserting the blunt end of the product in the bone hole, the trocar point at the opposite end was stung the surgeon¿s hand a few times. No surgical delay or harm to the patient was reported. The product was discarded at the hospital. The backup device was used to complete the case.